Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure. According to the complainant, the stent was deployed approx 1/3 of the way but did not exceed the deployment limited marker band. However, the stent could not be resheathed for repositioning. The partially deployed device was removed from the pt without incident. The procedure was completed with another wallflex enteral duodenal stent. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4) (failure to resheath, partial deployment). (B)(4). Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).